Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician remotely. The device was explanted and replaced on (B)(6) 2021. There were no patient consequences.